Event description:
It was reported that the caller experienced a malfunction on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy and was to receive a replacement pump with updated software from technical support. The caller was advised on proper procedures for sensor use, pump storage, and the return of the problematic pump. Delivery arrangements were confirmed, and the customer acknowledged understanding of all instructions.